Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/09/2013 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to be intermittently responsive and required multiple button presses with increased force to elicit a response. The keypad cover was removed and evidence of contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.